Event description:
It was reported that the patient experienced symptoms of withdrawal; diaphoresis, getting "red" (flushing), confusion, and also had a temperature. The symptoms onset was stated to be gradual. The patient was responsive to a bolus of baclofen. An MRI and CT scan was done but it was unknown why they were done. The emergency room physician wanted the pump to be checked. The pump was checked on (B)(6) 2015 after the patient's MRI. The logs showed that the pump started "back up on (B)(6) 2015 at 14:39." There were no motor stalls noted. It was later reported the patient experienced underdose symptoms; increased spasticity. The doctor performed a dye study a week prior to the report (early (B)(6) 2015) and saw some possible leaking around the pump. The connections were observed while infusing saline through the catheter access port (cap) and no leaking was seen. It was stated the surgeon felt the catheter was kinked under the pump. Approximately 10 ml of cerebrospinal fluid (csf) was withdrawn. It was then determined the catheter was patent after it was ¿unlinked.¿ the pump logs were also checked. No further actions were reportedly required. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10942r29, implanted:(B)(6) 2001, product type: catheter. Product ID: 8711, lot# j10942r29, implanted:(B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported by the health care professional that the patient experienced partial withdrawal, a side port test revealed high resistance of catheter, a catheter revision was performed on (B)(6) 2015 and the resistance normalized after. There was scar tissue that was causing a kink and it was removed. The patient recovered without permanent impairment.